Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was visually inspected and showed a separation between the female connector and main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in december 2024. E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set. The "blue thread piece" (female connector) was loose. This was identified before use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.